Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that while interrogating the implantable neurostimulator (ins) it was discovered that a power on reset (por) had occurred. It was noted that the manufacturing representative did not need to do any reprogramming. It was noted that there were possible times in the past lost stimulation but it came right back on. It was noted that the patient did not know what it was, but if it occurred again she would keep a note of when and where por occurs. Additional information received reported that ¿just clinician programmer interrogation of ins.¿ it was noted that the battery was fine and that therapy had always been delivered and good.